Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorder the patient reported that their recharger antenna was damaged. The patient reported that about a week ago they began experiencing poor coupling. The patient reported that a week and a half ago, they were in the ocean and got knocked over by some waves, but they are unsure if it was related or not. The patient performed an antenna locate, then attempted a recharging session but this did not resolve the issue. A replacement recharger antenna was sent to the patient. Additional information was received from a manufacturing representative (rep) indicating the patient still has not been able to recharge despite having the antenna and ins recharger replaced. The healthcare provider (hcp) was able to interrogate and bring the device up to a quarter charged. The rep said the device had migrated towards the patient's armpit area. The patient was scheduled to have their device replaced on (B)(6) 2017. No patient symptoms or further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the cause of the ins migration was not known.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed no anomalies. Fdc code (B)(4) has replaced fdc code (B)(4) fdr codes (B)(4) and (B)(4) have replaced fdr code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported they received the antenna, but still had poor coupling. They noted their ins does feel like it could have moved in the pocket. The patient's insr would not interrogate the ins. A replacement insr was sent to the patient.